Event description:
It was reported that there is a blurred vision and dents on the stem. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during technical investigation the following was observed: the shaft of the optics is bent. There is mechanical damage (impact marks) to the optics shaft. The rod lens system is displaced due to the bent shaft and mechanical damage, which negatively affects imaging. A distinct shadow is visible at the top edge of the image, and the image is blurred in this area. Scratches can be seen at the distal end. The defects/damage found are not due to a manufacturing/production error but may be caused by improper clinical use or deviating, improper clinical reprocessing. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. Appropriate warnings about the correct handling of the device and the product testing as well as precautions and warnings are included in the corresponding instructions for use. The event is filed under internal karl storz complaint ID: (B)(4).